Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient anatomy the helix was damaged during the implant procedure. The lead was attempted / not used and replaced in the patient's septum. No patient complications have been reported as a result of this event.